Event description:
It was reported that during a sleeve gastrectomy procedure, the scissor's tip broke inside the patient without any normal use. Unknown how case was completed. There were no adverse consequences to the patient. Additional information pending on piece in patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.